Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after connecting the pump to a power source. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the pump intermittently got disconnected from the power source. Reportedly, the issue was caused by debris inside the usb port of the pump. Customer's blood glucose was 176 mg/dl.